Event description:
It was reported with the use of the bd luer-lok tip syringe there was an issue with sterility breach. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes. Two samples were returned for analysis. One sample had embedded foreign matter in the plastic of the syringe. The other sample was a row of packages without a seal therefore failure mode is verified. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. The open seal was likely caused by a load cell fault on the packager where the operator or setup didn't clear the row of unsealed packages from the fault. It was found that several operators and setup-operators knew the password to clear the fault and there is potential risk that the fault was not being cleared correctly. A tech changed the password on the hmi so that only qualified personnel can clear the fault. This change was performed on (B)(6) 2018. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ tip syringe there was an issue with sterility breach. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes. Two samples were returned for analysis. One sample had embedded foreign matter in the plastic of the syringe. The other sample was a row of packages without a seal therefore failure mode is verified. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. The open seal was likely caused by a load cell fault on the packager where the operator or setup didn't clear the row of unsealed packages from the fault. It was found that several operators and setup-operators knew the password to clear the fault and there is potential risk that the fault was not being cleared correctly. A tech changed the password on the hmi so that only qualified personnel can clear the fault. This change was performed on (B)(6) 2018. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported with the use of the bd luer-lok tip syringe there was an issue with sterility breach. There was no report of injury or further medical intervention.